Event description:
Customer reported that the screen on the insulin pump is scratched. Customer stated that the device was scraped against the wall. Customer is unable to read the display; he stated that the scratches get in the way. Blood glucose value is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.